Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, premature battery depletion was observed. The patient was stable and will continue to be monitored remotely.

Manufacturer narrative:
Manufacturer report 2938836-2017-11623 should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).